Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was expired upon arrival to the emergency room on (B)(6) 2018. Per vad history review using the system monitor, several pump stoppages over the few days prior were observed. It was reported that the patient always had the lvad on battery support and never on power module support. Reportedly, the patient had not gone to scheduled clinic appointments in over 10 months. The submitted log file was reviewed by technical services and confirmed the pump stoppage. The pump was off for 45 minutes. The patient was asystolic, with no cardiac function upon arrival to the emergency room. The pump was not explanted.